Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 220, 120 and 114 mg/dl. Tests were done within 20 minutes. Patient did not experince any adverse events. No further information has been reported.